Manufacturer narrative:
. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 52 mg/dl. They treated with orange juice. The customer stated their blood glucose had been running low because they were undergoing chemotherapy. The customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.